Event description:
A patient reported they were seen in ER. Their ot basic meter allegedly was inaccurately low. The result on their meter was 124 mg/dl. The lab result was 300 mg/dl. The time difference between the patient's meter and the lab was greater than 30 minutes. Treatment was unknown. No further information has been reported.